Event description:
Pt was found on floor next to his bed with agonal respirations, surrounded by a pool of blood about his head and body, approx 2-3 l. The sheath in pt's right internal jugular vein found to be loose with blood exsanguinating. The sheath was recapped/screwed back on immediately. CPR was initiated with all measures taken. After approx 50 mins, pt was asystolic and pronounced dead. The pt and introducer sheath (IV line) were observed with no problems noted 28 mins prior to this event. Tpn had been infusing in this line with no prior leakage.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.